Manufacturer narrative:
Model number/ catalog number: sc-1110-02, serial number: (B)(4), batch/ lot number: 182232, model/ catalog description: precision ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing uncontrolled pain. A myelogram test was taken and revealed lead migration. The patient underwent an explant procedure.